Event description:
Information from intl. Clinical trial database. Ischemic lesion of both left semioval centrum and omolateral prerolandic cortex. Coils used: model number: x-8-25-t10-mc, product name: nexus morpheus 3-d csr. X-8-25-t10-mc, nexus morpheus 3-d csr. X-8-25-t10-mc, nexus morpheus 3-d csr. X-6-20-t10-mc, nexus morpheus 3-d csr. X-7-21-t10-mc, nexus morpheus 3-d csr. X-6-20-t10-hss, nexus helix super soft csr. X-6-20-t10-hss, nexus helix super soft csr. X-5-15-t10-hss, nexus helix super soft csr.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Registry information: registry pertaining to the evaluation of nexus detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in other countries. Enrollment started in 2006; enrollment closed in 2007. Patients completing 1 year follow-up. MDR numbers: 2029214-2008-00262 to 2029214-2008-00312.